Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak was noted at the silicone segment during an infusion of cytoxan at a unspecified rate. The chemotherapy fluid leaked onto the floor and chair. There was unknown report of patient harm.